Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 10.5 mmol/l at the time of the incident. The customer¿s mother reported the clear ring around the reservoir compartment has come away. The customer did not troubleshoot the issue. The customer¿s mother was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and p-cap. The reservoir will not lock properly due to missing retainer.